Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip arthroplasty revision due to metallosis, wear, corrosion, alval, and pain. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0002648920-2019-00590.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0002648920-2019-00590.